Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender and weight were not provided by the customer. Results of investigation pending. Will include results in follow up report.

Event description:
The customer reported lap top ventilator 950 shut off then turned back on while unit was on a patient. When the ventilator restarted the word ""reset"" was flashing on display screen. No information was reported regarding allegation of patient injury or harm.

Manufacturer narrative:
Per service record: third party service technician was able to confirm model lap top 950 reset with ln vent error not related to a battery issue. The service technician replaced main board as a pre-caution. Results of investigation: carefusion service technician was unable to duplicate service repairs reported that the "main board ventilator resets with ln vent error. Issue not due battery - reset" issue. During bench test, the service technician found the main board with service golden testing ventilator passed full display and calibration test; the ventilator passed all testing, settings test and was working normally in specifications with no hardware fault error or ln vent 1.